Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that shaft break occurred requiring additional intervention occurred. The 100 % stenosed target lesion was located in the right coronary artery. A 3.00mm x 12mm nc emerge balloon catheter. However, after a series of ten inflations, sudden loss of pressure movement of the shaft was observed during balloon withdrawal while the balloon remained in place, and the shaft was fractured. The balloon was subsequently retracted into the guide, and the tip of the guidewire was monitored under fluoroscopy during removal. Upon removal of the guide, the balloon markers were noted within the radial sheath. A guidewire and a new 2.0 x 8 balloon were advanced and inflated to secure the detached balloon segment. The sheath, wire, balloon, and fractured shaft were all removed from the body. A tr (transradial band) band was applied. No patient complications, and the patient has fully recovered.

Manufacturer narrative:
Media analysis: an image was provided which show the devices the device in two pieces. It appears that there is extensive stretching in the distal polymer extrusion, a break in the inner lumen of the device and that there is a complete circumferential tear in the balloon material. This provided image can confirm the complaint allegations.

Event description:
It was reported that shaft break occurred requiring additional intervention occurred. The 100 % stenosed target lesion was located in the right coronary artery. A 3.00mm x 12mm nc emerge balloon catheter. However, after a series of ten inflations, sudden loss of pressure movement of the shaft was observed during balloon withdrawal while the balloon remained in place, and the shaft was fractured. The balloon was subsequently retracted into the guide, and the tip of the guidewire was monitored under fluoroscopy during removal. Upon removal of the guide, the balloon markers were noted within the radial sheath. A guidewire and a new 2.0 x 8 balloon were advanced and inflated to secure the detached balloon segment. The sheath, wire, balloon, and fractured shaft were all removed from the body. A tr (transradial band) band was applied. No patient complications, and the patient has fully recovered.